Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump touchscreen became unresponsive, with unlock, bell, and cartridge functions not responding, and a hairline crack visible from the top right corner across the screen, consistent with a device fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem identified in the fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.